Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is single ap film of the left knee demonstrates a long stem left tka with multiple fractured distal femoral cerclage wires as well as a lateral femoral sideplate and screw fixation device. Cortical thickening along the mid to distal femoral diaphysis suggest healed prior fracture. Linear lucency along the lateral cortex of the distal femur suggests possible re-fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information, it was reported that the patient was considered for revision due bone fractured.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown tibial component catalog # unknown lot # unknown; unknown bearing catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient is going to be considered for revised due to fractured femoral prosthesis.